Event description:
Implant failure - post-op one of the trigen locking screws used with trigen retrograde nail migrated medially through the bone and was coming out over 2cm medially causing pain for the patient. It was removed. It was reported by the risk manager of (B)(6) hospital that a patient had a comminuted femur fracture above a total knee arthroplasty. She had open reduction and internal fixation. She had 3 locking screws through the trigen retrograde nail. At two weeks, everything looked good. At 6 weeks, patient reported to the surgeon an earlier than scheduled because she was developing pain medially on her knee. She was starting to get a callus and the distal locking screw had migrated medially through the bone and was coming out over 2cm medially, causing it to be uncomfortable for the patient. She wished to have the screw removed. The surgeon did not think he should just back the locking bolt out because he was worried that it would progress again since she had a significant comminuted fracture. The patient requested that she be given the screw that was removed. It was given to the patient per her request. The surgeon made a medial incision, spread down, identified the screw and care taken to spread and avoid possible irritation of the saphenous nerve thought this had already been sacrificed for the total knee arthroplasty. It would not tap out gently, so he placed a chuck on this screw and used a drill to chuck it to allow it to unscrew itself laterally. Next, he had a small lateral incision. He found the screw and used the screwdriver to remove it without any further incident.